Manufacturer narrative:
The analyzer could not be enabled in the programmer and failed incoming functional testing. The analyzer could not be repaired and was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.